Event description:
On (B)(6) 2014, the patient contacted animas alleging that he was experiencing uncontrollable blood glucose (bg) but would not provide details. No bg values or signs or symptoms were provided. The patient stated that the pump was delivered basal rates and boluses, but that he felt there was an inaccurate delivery issue with the pump. The patient declined to troubleshoot at the time of initial contact, and no further information was provided. The reported bgs without any values, signs, or symptoms specified do not meet criteria for a serious injury. This complaint is being reported based on the allegation of an unspecified inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2014 with the following findings: a review of the total daily dose history showed dates changing from 01/06/2015 to 01/06/2014; the insulin delivery totals appeared inconsistent due to the date change. A rewind, load, and prime sequence was performed with no issues occurring. The pump was exercised for 24 hours with no alarms occurring. A 10unit normal bolus and a 10unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of inaccurate delivery could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.